Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 arm for the c-ring and the c-ring broke off in the patient's leg. They were able to retrieve both the arm and the c-ring using the same incision by the patient's knee by pulling it out using hemostats. They do believe they got everything. The incision did not have to be enlarged and there have been no reported patient effects. A replacement unit was used to complete the procedure. The product is not returning.